Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a protruding drive support cap, alarmed an error and had insulin "squirting" out from it during the manual prime process. The blood glucose reading was 274 mg/dl. The customer stated that he had not treated for the high blood glucose, advising that he felt fine and wanted to continue with the troubleshoot. He was unable to exit the preparing to prime loop. Advised replacement of the insulin pump. Nothing further reported.